Event description:
It was reported that the customer believed that she inserted her infusion set incorrectly due to rising blood glucose levels. The customer's blood glucose was 212 mg/dl. Advised customer that the issue may be a bent cannula. The customer declined troubleshooting for high blood glucose. The customer also mentioned an air bubble in the reservoir. The customer declined troubleshooting for the air bubble as well. The customer stated that she would review her insertion technique on her own. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.